Event description:
The customer reported the device has a ops check failure and general system failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). Philips evaluated the device and confirmed the complaint. Philips has no info supporting that this unit adversely impacted diagnosis or treatment of a pt when the problem was observed. The processor pca and power module were replaced due to a loose screw rattling around inside the device. The device passed all performance assurance tests and was put back into service. Since multiple assemblies were replaced we were unable to determine which part caused the failure due to the loose screw.